Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: when did the incident occur? Unknown. I am emailing to inform you of a potential particle found in a 20ml syringe.